Event description:
It was reported that during a posterior spinal fusion of l5-s1, the kwic needle jumped from l4 to l5 when malleted. Accuracy was off significantly and the surgeon chose to abort the use of navigation. The initial reporter advised that the procedure was completed successfully without any clinically significant delays or adverse consequences to the patient.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a posterior spinal fusion of l5-s1, the kwic needle jumped from l4 to l5 when malleted. Accuracy was off significantly and the surgeon chose to abort the use of navigation. The initial reporter advised that the procedure was completed successfully without any clinically significant delays or adverse consequences to the patient.